Event description:
The customer reported to baxter (B)(4) a continu-flo primary drug administration set in which the tip of the set was broken off. Three samples were submitted for evaluation, and the male luer tips were broken on all three of the samples. The condition was identified before patient use by the customer; therefore, there was no patient involvement. This is the report for occurrence 3 of 3 of the condition. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed the spike attached to the chamber was damaged. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.